Event description:
Per the clinic, the patient has developed an infection (location not reported). The device was subsequently explanted on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.